Event description:
Paramedics were using the device to administer pacing therapy to a pt with a bradycardiac rhythm. Reportedly the pacer spontaneously shut off once when the pt was being moved to the ambulance and several additional times while the pt was being transported to the hosp. The operator successfully reinitiated pacing each time. The reporter stated there was no adverse affect to the pt resulting from the failure, due to continued use of the device to administer therapy.